Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the pt experienced slow flow. The 75% stenosed de novo target lesion located in the left main coronary artery (lmca) was 15.0mm long with a 3.50mm reference vessel diameter. The lesion was predilated with a 3.5x20mm unk balloon catheter. After the 3.00x24mm taxus express2 stent was implanted, it was noted that "slow flow" occurred. The physician administered nitopro and the slow flow was resolved. The results of the coronary angiogram revealed "there were no problems." The pt was discharged on panaldine and bayaspirin. Pt condition listed as "good."